Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported the patient increased stimulation to 1.9 on (B)(6) 2018 and it caused pain in the back. The patient noted that he turned stimulation down to 1.7 and the pain went away. Additional information from the patient¿s wife stated they did not know if the ens was inside or outside of the patient. The caller stated that it had came out several times and she had to put it back inside the patient the best she could. The caller stated the patient refused to contact his healthcare professional (hcp). Additional information from the consumer on (B)(6) reported he had issues with his controller, he was unable to connect to the ens. It was noted the patient began the trial on (B)(6). Additional information from patient on (B)(6) reported the patient was seeing screen 12 or 13, no device found, that started on (B)(6). The patient removed the batteries from the controller for a short time and the reinterested the batteries, but that did not resolve the issue. There were no symptoms reported. Additional information from a manufacture representative (rep) on (B)(6) reported they had been speaking with the patient and had success, but they planned to reach out to the patient. Additional information from the patient on (B)(6) reported he was having pain near the incision site. The patient noted they were having issues with the controller and was unable to make changes, or pair to the ens. The patient stated he was ¿hurting bad¿ in his arm, but did not elaborate whether it was due to stimulation an outside source. There were no further complications that have been reported as a result of this event. Additional information was received. It was reported that the patient was seen in the office; the hcp noted that the patient had pain and infection of the site. The surgical site had cellulitis, was treated with antibiotics and the device would be returned in a week. No further complications were indicated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2018, product type, lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc 92 corrected to 22 on to lead 3889 interstim tined (unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the patient¿s interstim removed (B)(6). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies to this event and will be captured in 3004209178-2018-04357. If information is provided in the future, a supplemental report will be issued.